Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman truseal access system (was). During the transseptal puncture and the was crossing the interatrial septum a pericardial effusion (pe) was discovered. The pe increased in size and the patient became hypotensive. After a pericardial drain was placed, blood was recirculated to the patient. The activated coagulation time (act) of the patient was 368 seconds at this point in the procedure. 720ml of blood was drained and protamine was administered. Following administration of protamine an additional 180ml of blood was drained. After this additional blood was drained the act of the patient was 116 seconds. A further 10ml of blood was drained and the laa closure procedure was aborted. At an unspecified time following the procedure a pericardial window was placed. Six days post index procedure the patient fully recovered and was discharged.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman truseal access system (was). During the transseptal puncture and the was crossing the interatrial septum a pericardial effusion (pe) was discovered. The pe increased in size and the patient became hypotensive. After a pericardial drain was placed, blood was recirculated to the patient. The activated coagulation time (act) of the patient was 368 seconds at this point in the procedure. 720ml of blood was drained and protamine was administered. Following administration of protamine an additional 180ml of blood was drained. After this additional blood was drained the act of the patient was 116 seconds. A further 10ml of blood was drained and the laa closure procedure was aborted. At an unspecified time following the procedure a pericardial window was placed. Six days post index procedure the patient fully recovered and was discharged. It was further reported the patient recovery took place in the intensive care unit.